Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D10: modular neck s 12/14 neck taper use with +0 heads only. Item: 00784800300. Lot: 65595612. Mod ml taper fem st 9.0. Item: 00771300900. Lot: 65626313. G7 dual mobility liner 40mm d. Item: 110024462. Lot: 65756272. G2: japan. The customer indicated that the surgeon did not approve the return of the reported product; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent hip revision approximately 2 years post implantation due to dislocation. Upon opening the joint capsule, a metallosis reaction was observed. Part of the dm (dual mobility) poly bearing had fractured, forming a helmet-like shape, and the ceramic head had become detached. Additionally, a partially worn scratch was noted on the stem neck. No additional information available for the reported event.